Manufacturer narrative:
Section h6 - evaluation codes. Method code 86 (other) - device history records review performed. Result code 100 (other) - device history records review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.

Event description:
The surgeon reported that during the implant operation he experienced difficulty rotating the prosthetic mitral valve. He then used metal clamps to rotate the valve. The valve broke and was removed and replaced. The pt is reported to be doing well.